Event description:
This report summarizes 7 malfunction events in which the device or cutting accessory fractured. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 7 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 5 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 1 device was received. 4 devices were not available for evaluation. 2 device investigation types have not yet been determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device or cutting accessory fractured. 7 events had no patient involvement: no patient impact.